Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-01147. It was reported the patient suffered a recent fall. Subsequently, the patient was unable to adjust/increase her scs stimulation. Reportedly, reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2017-01147.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-01147. Follow-up revealed imaging taken identified lead migration and diagnostic testing confirmed high impedance values. Therefore, surgical intervention was undertaken on (B)(6) 2017 during which time the leads were replaced and repositioned in the epidural space.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2017-01147. Follow-up identified the issue resolved.